Event description:
It was reported that the procedure was to treat a lesion in the mid tibial artery. After an un-specified balloon was advanced, an attempt was made to inflate the balloon with the indeflator, but the balloon did not inflate. The pressure meter on the indeflator did not increase; therefore, the indeflator was replaced. A new indeflator was used successfully with the same balloon and the procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.